Manufacturer narrative:
The investigation confirmed the reported low flow hazard alarms via the submitted system controller log file. The log file contained approximately two days of data ((B)(6) 2017 per time stamp). The low flow hazard alarm was active throughout the majority of the log file due to the calculated flow values being below the alarm threshold. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. It was reported that a pump exchange would not be performed as the patient was not a candidate. The patient remains ongoing on lvad support. No product was available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system was consistently producing low flow alarms. The patient was reported as asymptomatic. It was reported that pump malposition was suspected. A log file reviewed by the manufacturer¿s technical service representative confirmed low flow alarms on (B)(6) 2017. It was reported that a pump exchange would not be performed as the patient was not a candidate. The lvad system continued to produce low flow alarms. Echocardiogram revealed that the aortic valve opened with each cardiac cycle. It was reported that the event was most likely due to movement of the inflow cannula, and that patient had gained 100+lbs since implant. No additional information was provided.